Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer stated, that he was hospitalized for high blood glucose levels. The reported blood glucose reading read high. Troubleshooting was performed and the insulin pump passed the prime and high pressure tests. The programming on the insulin pump was correct. It was found that the customer had last changed his infusion set the day prior to being hospitalized. The customer was advised that it is possible that there may have been a problem at the infusion site. Nothing further was reported.